Manufacturer narrative:
Concomitant medical products: product ID: w4tr04 crtp, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead were explanted due a pocket infection and pus was observed inside the pocket. It was noted that the explant of the right atrial (ra) lead and the right ventricular (rv) lead was attempted but unsuccessful. The ra and rv leads were instead fixed near the open wound and the patient was referred to a different hospital to have the leads explanted. No further patient complications have been reported as a result of this event.